Event description:
It was reported that the patient faced an event where tape did not stick and infusion set fell off on (B)(6) 2026.

Manufacturer narrative:
E1: patient city: (B)(6)patient country: canadae1: name: (B)(6)country: united states of americastreet: (B)(6) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 8021545